Event description:
It was reported that the patient presented for unrelated procedure. During the procedure, the magnet in use slid off the patient's implantable cardioverter defibrillator (ICD) and the patient was shocked once due to oversensing of electromagnetic interference from the ablation. The device interrogation was normal. No intervention took place to address the shock. The patient condition was stable after the procedure.